Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 267 mg/dl. Prior to being admitted, her blood glucose levels were over 400 mg/dl. Troubleshooting was performed and the basal rates were not programmed correctly. The customer had a basal rate of 0.0 from 2:00 pm to midnight. All other basal rates were programmed correctly. The insulin pump passed the prime and high pressure tests. Assisted the customer in deleting the wrong basal rate and advised her that this would have contributed to her high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.